Event description:
Healthcare professional reported "rupture." Record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 ,d.6a, d.6b, h.6.

Event description:
Device has been explanted.

Event description:
A "popcorn capsulorrhaphy" was performed during explant surgery.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on october 11, 2024, with lot number 1163096. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on the radius side assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.